Manufacturer narrative:
(B)(4). Multiple reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02409 , 0001822565 - 2021 - 02407 . The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided.- a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient has been indicated for a revision, but the revision has not occurred to date. Radiographs were reviewed and indicate that there is significant femoral notching and radiolucency involving the femoral component suggesting possible loosening. There is narrowing of the joint space suggesting polyethylene wear. Abnormal tibial component with medial position of the posterior stabilizing bar as well as metallic fragment posterior to the distal femur suggesting implant fracture. However, it is unknown from where the metallic fragment originated. Attempts have been made and no further information has been provided.